Event description:
The hosp reported that during a coronary artery bypass procedure, the xpose 4 suction cup was detached from the flex-link arm at the time of opening the device from the package. A competitor device was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A f/u report will be submitted once the device eval is complete. (B)(4).